Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to load. During the loading of the device, the surgical tech squeezed the green tabs and applied pressure to the heart string device, but the heartstring did not load into the tube like housing. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer . A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).